Event description:
On (B)(6) 2013, patient reported she condensation inside of the infusion device's cartridge chamber. Patient stated it smells like insulin although she cannot find any leaks in the infusion device, cartridge, adapter, or infusion set tubing. Patient reported she just happened to look at the infusion device to see how much insulin was left in the cartridge and noticed condensation inside of the cartridge chamber. Patient stated she also noticed it 1½ weeks ago. Patient reported that when she inserts the cartridge she does not attach the adapter and tubing until after the cartridge is in. Advised patient of the correct way to insert cartridge; patient stated that is how she does it. Patient stated there was not a large enough amount of insulin to pour out. Patient reported there is a small amount behind the piston rod that she is unable to reach. Advised to let the device sit upside down for 24 hour to dry and then check it again. Patient will switch to backup infusion device using the same accessories. Attempts to follow up were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge, infusion set, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Result no sample was received for examination. Cartridge: statement from our supplier (B)(4): "we performed a free flow and tightness test with one retains sample and could not find any irregularities. The investigation of our production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch." Infusion set tender: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 649826 was verified and found it within specifications the problem mentioned by the customer could not be reproduced. Device was not returned.